Event description:
Review of patient's x-rays revealed the one of the lead connector pins may not be fully inserted into the generator. The patient has reportedly experinced an increase in seizures over the past three months and feels stimulation only sometimes. The patient was reportedly involved in fight recently (date unknown). It is unknown whether the patient suffered any impact or injury to the vns site during the fight. Treating physician indicated that evoke potential monitoring revealed a possible lead break. It is not known whether revision surgery is planned at this time.